Event description:
The chair lost its hold and slid down when the end-user stopped temporarily mid way going down the stair.

Manufacturer narrative:
End user reported sliding. Maybe related to mechanical issue because component contributed safety changed apr 2024 ecn2572.